Event description:
A surgeon reported a pt seeing a temporal shadow that has become more noticeable following intraocular lens (iol) implant surgery. The surgeon reported that when he dilated the pt's eye, the shadow went away. In a follow-up, the surgeon reported the event continues. He also stated that the pt has some visual field loss due to a branch retinal vein occlusion in the past which could be making the pt more sensitive to seeing the shadow.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/16/2009 and 12/01/2009 by phone, fax, and mail. A completed questionnaire was rec'd on 11/19/2009. (B) (4). (B) (4). (B) (4).